Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). (B)(4). Device evaluation: based on the information provided, the cause is known, surgeon admitted it was his loading error. There is no indication of a malfunction or product quality deficiency. The reported complaint was not confirmed. Manufacturing records review: manufacturing record review could not be performed since serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting the iol (intraocular lens) into the patient¿s eye the haptic kinked in the cartridge. The lens was fully inserted in the patient¿s eye. The lens was removed from the eye, without vitrectomy, however the incision was enlarged partially,no sutures were needed. There was a delay of 10 min. No injury was reported. Patient outcome was good. A spare lens was used. Surgeon admitted it was his loading error. All information available were submitted.